Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No moisture damage was noted on the electronics. The displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 480 mg/dl. The customer stated that he had had issues with the buttons sticking and working intermittently over the past 3 nights. The blood glucose reading at the time of the call was 114 mg/dl. He also reported that there had been a little moisture observed on the insulin pump. He stated that the insulin pump delivered 10 units of insulin without him having requested the delivery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.